Manufacturer narrative:
Testing and investigation found the device touchscreen was intermittently stuck and did not respond when pressed. This was found to be due to the device touchscreen was out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, and event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.